Event description:
The customer's husband stated that the customer was hospitalized due to hypoglycemia. The reported blood glucose reading was 38 mg/dl. Troubleshooting was performed, and the programming in the insulin pump was checked. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.